Event description:
The customer reported that the device would not seal properly during a laparoscopic colon resection. There was no evidence of energy delivery and it is unk if end tones or regrasp alarms were heard. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.